Event description:
It was reported by the patient's family that post a coronary drug eluting stenting treatment procedure, a stroke occurred. Approximately 5 years ago, a taxus express2 drug eluting stent was implanted. An unknown time later, the patient experienced a stroke with speech impairment and memory loss.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.